Manufacturer narrative:
Patient weight was requested but has not been provided. A medtronic representative went to the site to test the equipment. The system was not receiving image data from the image acquisition system (ias) at proper frame rate. The rep found the mobile view station (mvs) interface cable was running at 100 mps instead of 1 gig. The rep ordered and replaced the cable. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue with the interface cable. The visual inspection, continuity, and 100t cable tests passed. The gbit test did not pass, and showed opens between lines 7 and 8. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that during the post-op non-navigated spin the site was getting an error message "an issue has occurred that may effect navigational accuracy" on the imaging system. They pressed okay and tried to spin but the error message returned. There was no navigation system in the room. They rebooted the imaging system multiple times without success. The issue caused a 20 minute delay. There was no impact to the outcome of the patient.